Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a clip was formed as a teardrop-shape and the next clip ejected when the device was fired on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.